Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the jaws of the fastpass scorpion, sl-mf do not close all the way. Functional testing was not performed due to the damage to the device. This is a known manufacturing issue, addressed in ncr-28217.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion's jaw wouldn't line up and close properly during a case without harm to the patient.